Event description:
During the implant procedure, while using the medtronic catheter passer, a vessel was punctured and the patient experienced bleeding. Physician made an incision to locate the bleed and used cautery to stop the bleeding. This resolved the issue.